Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that the locking pin (latch) on the footrest and head holder attachments, that keep the attachments from slipping out of the receiver on the tabletop, do not lock into place as designed. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse stated that a new tabletop had been installed and the attachment slot did not provide a space for the latch to lock into. The fse has provide a locking slot on the table top for the latch on the attachments to lock in place.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, (B)(6), reported that after receiving a new table, the locking pin (latch) on the footrest and head holder attachments,that keep the attachments from slipping out of the receiver on the tabletop, do not lock into place as designed. There was no harm to a patient, operator or bystander. On (B)(4) 2015, the field service engineer (fse) inspected the slot cut out for inserting the external extended board. It was confirmed that the extender board is not locking tightly into place. The fse manually smoothed the bottom portion of the extender board slot by sanding into the square slotted opening, which then allowed the external extender head and foot boards to lock into place when inserted into the table. The fse stated that there were no parts replaced on table. The issue was resolved. CT engineering evaluated this issue further and determined engineering investigation found that the latch slot width dimension is too small in the related position on the carbon top where the slot on the latch might interfere; the latch slot is in minimum dimension status and carbon top flange is in maximum dimension status. There are two possible causes of this issue: 1) the head/foot extension latch design, and 2) carbon top opening thickness for the head/foot extension. Engineering proposed to change the dimension of the slot width on the latch through an engineering change order (eco). Change accessory latch molding to improve locking feature with the carbon top. Through this eco, a change to the geometry (width and radii) of the lock feature of the latch was implemented to assure engagement of the lock. Supplier corrective action request (scar) was opened on 24-sep-2013 for the patient support due to an issue wherein the couch extensions would not latch. CT engineering investigation of this issue has determined it to be of acceptable risk. Multiple design mitigations are implemented to avoid this hazardous situation which may lead to injury. Design mitigations for prevention of the hazardous situations: - system accessories have means to secure them to the patient support (table) top. - mechanical design per iec 60601-1 safety factor requirements. Design mitigations enabling human response: - positive lock device for attachment; - warning labels as appropriate on devices; - loose extension latching can be detected by trained personnel during loading/unloading a patient for scanning; - service instructions/manuals document proper handling, assembly techniques and quality checks. - service instructions/manuals document quality checks prior to initiating motions. On (B)(4) 2015, the fse manually smoothed the bottom portion of the extender board slot to allow the external extender head and foot boards to lock into place when inserted into the table. The issue was escalated to the specific market group to address the correction.